Event description:
Doctor stated in voice mail that his patient had a severe corneal ulcer with corneal scar and he was wearing a recalled lens. Follow up with the doctor notes that (B)(6) 2011 (B)(6) and bacterial corneal ulcer was diagnosed, visual acuity lasting longer than 7 days, treated with vigamox, pred forte antiviral steroids.

Manufacturer narrative:
This is being reported as corneal ulcer. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.